Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported the patient had a proximal humerus periprosthetic fracture of an old aequalis flex reverse with aequalis rev ii glenoid. The patient fell and fractured the humerus.